Event description:
The customer contacted beckman coulter (bec) reporting that the au681-02e clinical chemistry analyzer generated three (3) erroneous potassium (k) patient results with instrument generated flags. The customer indicated that two (2) of the three (3) patient results yielded high values and the third yielded a low value. The samples were re-run on an alternate au instrument and those results were reported. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Customer indicated that all maintenance was up to date. Review of the supplied calibration and quality control (qc) showed that the recovery was within the laboratory's established ranges prior to and after the event. Qc was also performed and results were acceptable and within facility established reference ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse cleaned the ise, replaced the pinch valve tubing, roller pump tubing, and the ise tube set. The system was then primed and recalibrated yielding within passing range. Qc was also performed and results were acceptable and within facility established reference ranges. The customer still believed that the instrument had continuing ise issues. The fse returned and replaced major ise components. Failure mode: multiple parts replaced, no isolated part failure noted.